Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The reporter did not noted any evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings: on investigation, the alleged blank display issue was not duplicated. Review of alarm history found processor communication related call service alarms that can result in blank screen. The pump powered up with a clear and legible display screen. Auditory and vibratory features were operational. No tactile issues were found with the buttons.